Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented in emergency room and post-sensed t-wave oversensing on the ventricular channel was observed. Device delivered inappropriate hv therapy. Patient moved to a different state after programming changes were made.